Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for swelling during follow-up for a ¿draining slowly¿ issue during pd treatment with the fresenius cycler. In additional follow-up, the patient stated they were hospitalized on (B)(6) 2026 for generalized swelling. It was reported that the patient received pd therapy in the hospital utilizing a hospital provided cycler (details were not provided). On (B)(6) 2026, the patient was discharged home and continued pd with the same cycler. The patient confirmed they were experiencing drain complications while using the fresenius cycler prior to hospitalization. Furthermore, the patient stated they have continued to experience drain issues since resuming pd therapy with the fresenius cycler. The patient was not sure what was causing the drain issues during pd treatment. However, it was stated that the pd catheter (not a fresenius product) may need to be evaluated. Despite the continued drain issues, the patient reports being able to complete dialysis treatments with the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler (with report of drain complications) and the patient¿s hospitalization for swelling. The patient continues pd therapy with the same device. It is not uncommon for patients with end stage renal disease to experience swelling/fluid volume overload due to the disruption of fluid balance due to the disease process of renal failure. Swelling/fluid volume overload can occur in dialysis patients for many reasons including but not limited to improper dietary intake of fluids/salt, pd catheter malfunction, inadequate dialysis prescription, and poor ultrafiltration due to inappropriate use of the needed strength in pd solution. Currently, it cannot be determined what is causing drain complications during pd therapy. Therefore, due to the temporal association to the use of the fresenius cycler the device cannot be firmly excluded from this event. However, there is no documentation at this time that concludes that the fresenius cycler is malfunctioning.